Event description:
This report summarizes 24 malfunction events in which the device reportedly had a decrease in pressure. 3 events had the problem identified during a non-clinical procedure; there was no patient involvement. 16 events had the problem identified before clinical use/exposure; there was no patient involvement. 4 events had patient involvement; no patient impact. 1 event had insufficient information received regarding health impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11 24 previously reported events are included in this follow-up record. Product return status 18 devices were received. 6 devices were not available for evaluation.

Event description:
This report summarizes 25 malfunction events in which the device reportedly had a decrease in pressure. - 9 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 12 events had the problem identified before clinical use/exposure; there was no patient involvement. - 3 events had patient involvement; no patient impact. - 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 25 events were reported for this quarter. Product return status 12 devices were received. 2 devices were not available for evaluation. 11 device investigation types have not yet been determined. Additional information 25 devices were not labeled for single-use. 25 devices were not reprocessed or reused.